Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Since there was an upgrade available for the transmitter, the customer was requested to perform it. Once the upgrade was completed, customer was explain that the system will return to re-initialization phase and he will have to calibrate 4 times within 36 hours spaced 2-12 hours apart. Customer was also informed that the case will be escalated to the next level of support. After escalation, further review showed that the user completed re-initialization on february 10, 2026. The data indicated calibration inconsistencies that suggested the user had entered estimated values or values taken from a cgm instead of using an actual finger stick blood glucose meter. Customer care prepared guidance advising the user to only enter true bg meter values at the exact time of measurement, as entering estimated or cgm-derived values disrupts calibration and leads to significant inaccuracies. Customer care attempted multiple follow-ups by phone, voicemail, sms, and email to provide this feedback, but the user did not respond. Dms confirmed the system was being used normally and was in the weekly calibration phase. Because the user remained unresponsive despite repeated outreach attempts, the case was closed and documented as unresponsive.

Event description:
On february 9, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Event description:
On february 9, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.